Event description:
The hospital reported that during an endoscopic vein harvesting procedure, they were not getting power to the hemopro device during the pre-cautery test. A replacement power supply was used to complete the procedure. There were no pt effects. The product was returned.

Manufacturer narrative:
Maquet cardiovascular received the device on (B)(4), 2010. A supplemental report will be sent when the investigation is completed. (B)(4).